Event description:
It was reported that there wast-wave oversensing without therapy and "bad" sensing. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The primary finding was defibrillation conductor fracture where it was discovered that the right ventricular defibrillation conductor was overstressed in the connector resulting in fracture. In addition the distal conductor was distorted. There was blood/body fluid throughout the lead conductors. It appeared the damaged was from implant.